Event description:
Customer reports that the device displayed a result of 189 mg/dl, but that the result stored as 389 mg/dl in the device memory. Customer also reports that results she received of 184mg/dl and 164 mg/dl were not in the device memory. No adverse event reported. Requested return of suspect device and replacement was sent.